Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, the stapler partially cut the tissue. The surgeon had to over sew to resolve the issue. The device was difficult to open.